Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml) via an implanted pump. It was reported that on the date of the report, the patient was having his pump replaced. He had let his pump reach end of service and initially wasn¿t going to have it replaced because it wasn¿t working (event date asked but unknown). During the surgery, the hcp attempted to aspirate the catheter without success. The pump and catheter were then replaced, and the starting dose was set at 50 mcg/day. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.